Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a; d9; e2; e3 h3, h6: a product investigation was conducted. Visual inspection: the radiolucent aiming arm/frn greater trochanter (p/n: 03.033.003, lot #: 2l82998) was returned and received at us cq. Upon visual inspection, it was observed that both the cam lock levers (part # 03.010.497) were broken and returned. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the radiolucent aiming arm/frn greater trochanter (p/n: 03.033.003, lot #: 2l82998) as it was received with both broken cam lock levers. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.033.003 lot # 2l82998 manufacturing site: haegendorf release to warehouse date:13. Mar. 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, when assembling the femoral recon nail set, noticed the inter locking tab on the greater trochanter aiming arm was broke. There was no patient involvement. This complaint involves one (1) device. This complaint is for one (1) radiolucent aiming arm/frn greater trochanter. This report is 1 of 1 for (B)(4).